Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had taken a fall in (B)(6) 2013 and injured her left hand. The patient presented to the emergency room after receiving inappropriate high voltage therapy due to oversensing of noise on the right ventricular lead. The lead was explanted.